Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received with no apparent physical damage. Per functional testing, continuous flow was present. The complaint was confirmed. The root cause was the manifold assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device is scheduled for repair and will be returned to service upon successful completion of repair activities.

Event description:
Additional information was received: event date was 09-september-2023. The event occurred during testing. There was no patient injury.

Event description:
It was reported the device was "not cycling". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.